Event description:
A supertorque flush catheter was passed over a wire for use in a nephrostomy tube removal and ureteric stent placement. The wire was removed and contrast was injected through the catheter hub. At this point, the physician noticed contrast leaking at the join between the catheter shaft and the hub. An attempt to pass the guidewire through the hub (in order to remove the catheter) was made, but the wire would not pass beyond the hub housing. The physician decided to cut the shaft proximally to remove the hub and the guidewire successfully passed. The catheter was removed and the case was successfully completed with an identical catheter. It was noted that there were no noticeable defects observed on the catheter when it was opened. It was also noted that the catheter was not flushed prior to inserting it into the patient.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.